Manufacturer narrative:
The creatinine reagent lot number was 847777. The reagent expiration date was requested, but not provided. The field service engineer replaced and adjusted a sample probe. The rinse tubing assembly was replaced. Quality controls were run and recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 172 umol/l. The sample was repeated twice on (B)(6) 2025, resulting in values of 67.40 umol/l and 70.20 umol/l.